Event description:
Approx 15 mins into a hemodialysis treatment the dialysis machine alarmed flo6. This alarm was unable to be cleared and the treatment was discontinued. The treatment was resumed on another dialysis machine. The pt generally felt bad for the remainder of the treatment and requested to end the treatment early. Post dialysis the internal jugular catheter was removed. The pt then complained of feeling different and being unable to breathe. She proceeded to have a cardiopulmonary arrest. CPR was initiated and the pt transferred via ems to the hosp where she expired. Because a medical device malfunction was concomittently involved in relation, to these events, a report is being filed.